Event description:
It was reported that during a procedure there was a lead issue. The lead's tip was bent at the interface of the contacts with the rest of the lead. No environmental, external, or patient factors were identified as contributing to these issues. The affected lead was never implanted, and new leads were opened and implanted in their place. No patient complications have been reported as a result of this event. See manufacturer report # 2649622-2025-15785 regarding other event referenced in source documents.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6): product type lead product ID neu_stylet_acc serial# unknown: product type accessory product ID neu_stylet_acc serial# unknown: product type accessory h3: device analysis anticipated but has not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when opening 1.5mm lead and examining it prior to placing it in the measuring tool, it was defective out of the packaging. A second lead was opened but that was also defective out of the packaging. A 3rd lead was opened and that lead was fine. The issue was resolved.

Manufacturer narrative:
H3: analysis of the lead (B)(6) revealed with the stylets fully inserted, all leads were measured to be under the lead straightness upper specification of 0.005 inches. All returned leads passed the distal end straightness test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.